Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, and functional test of the returned device were performed. Visual analysis of the returned sample revealed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope, and it was found a hole on the pebax surface. Although the photos provided by the decontamination site revealed char on the tip of the device, during the visual inspection of the physical device no char was observed on the device, the char could be removed during the decontamination process; however, this cannot be conclusively determined. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. Additionally, the device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device in lot number 31575476l, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Based on the photos provided by the decontamination site, the char issue was confirmed. The root cause of the char issue is related to the procedure. The carto 3 system instructions for use (IFU) contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax, the IFU (instructions for use) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the force values displayed were high when the catheter was in suspension position. After removing the catheter from the patient, it was found that blood seemed to have been penetrated the spring part of the device, and it was found that there was solid carbonized material close to or on electrode(s) of catheter during ablation procedure. A second device was used to complete the operation. There was no adverse event reported on patient.